Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause and treatment of the peritonitis were not reported. The patient was not hospitalized for the event. The patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient had a colonoscopy which led to the peritonitis event. The patient was treated with unknown antibiotics for two weeks (dose, route and frequency not reported). During the treatment, the patient was switched from dianeal therapy via automated peritoneal dialysis (apd) to physioneal via continuous ambulatory peritoneal dialysis. After recovering from the event, the patient was changed back to apd therapy. The patient was also on physioneal after being diagnosed with peritonitis. Should additional relevant information become available, a supplemental report will be submitted.